Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that each circular seal was cut. Each obturator passed through the trocar without difficulty. A pmv obturator shaft assembly cut cleanly and completely through the test media, allowing each cannula to pass through smoothly. Each instrument failed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Procedure: customer states: at the beginning of use during a laparoscopic choledocholithotomy, pneumoperitoneum gas leaked from both devices, and leak did not stop. Another device was used for surgery without incident. Gender: not provided. Age and weight: not provided. Last patient's status: good. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.